Manufacturer narrative:
Product analysis: programmer rebooting could not be confirmed. The programmer booted to a message indicating external media could not be accessed, related to an attempted software update. Once the message was cleared, the programmer completed booting and functioned normally. The programmer software was updated, and the programmer passed final electrical safety, functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was rebooting during follow-up sessions. The programmer was returned for service. No patient com plications have been reported as a result of this event.